Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device delivered a "shock advised" prompt for what appeared to be a non-shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.